Event description:
It was reported that t:slim x2 pump battery would not charge and subsequently, the pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer used an alternative charging cord and, after receiving education about leaving pump connected for sufficient time, restored charging function, and technical support advised customer to monitor pump and call back if issue persisted.